Event description:
It was reported that the patient had a lead implanted, for the trial phase, for the interstim device. The lead caused the patient pain so her physician removed it. Since the lead has been removed, the patient was still experiencing pain radiating down her leg and difficulty walking. Further information is being requested.